Manufacturer narrative:
Clarification: evaluation method codes: the filler was injected into the patient and is not accessible for return. The syringe was discarded. (B)(6). Clarification: evaluation conclusion codes: "granulomas" with no biopsy is an expected event. Not device related "sinus infection" is an unexpected adverse drug experience. A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that a patient was injected with 0.5 ml of juvéderm¿ voluma¿ with lidocaine in each medial cheek area. Patient was concomitantly taking hypertension medication. Almost a year later, the patient "likely has bilateral granulomas in the upper cheeks". The patient presented a ¿hard nodule¿. The injector didn¿t know if it was probably related to a sinus infection. Sinus infection was assessed as not device related. The injected area was hard. The patient was started on antibiotics on the same day for over a week. Biopsy confirming "granulomas" was not performed. The event is ongoing.